Event description:
Additional information received reported there was no identifiable cause of the event. However, lead wear <(>&<)> tear were indicated and the physician assumed a lead had broken. All impedances were out of range. The implantable neurostimulator (ins) and lead were replaced. Following the replacement the patient had excellent stimulation coverage and good relief. The patient did not require hospitalization and it was indicated that there was no patient injury.

Manufacturer narrative:
Product ID 3887-45, lot# v007091, explanted: (B)(6) 2012, product typ lead. (B)(4).

Manufacturer narrative:
Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2007; product type: extension, product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2007; product type: programmer, patient, product ID: 3887-45, lot#: v007091, implanted: (B)(6) 2009; product type: lead. (B)(4).

Event description:
It was reported the patient was experiencing intermittent stimulation, and a surging sensation from their device. It was stated the stimulation would turn off, and was not strong. The patient would turn the device back on with the patient programmer, but it would turn off again. Additional information has been requested. A follow-up report will be sent if additional information becomes available.